Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were concerns that this pacemaker was exhibiting premature battery depletion (pbd). The battery life currently remaining is 9 months, however last february it was 3.5 years. It was noted that the device's power consumption had increased due to a gradual rise in right ventricular (rv) pace impedance measurements greater than 2000 ohms and an increase in rv pace amplitude. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction: h6 device codes.

Event description:
It was reported that there were concerns that this pacemaker was exhibiting premature battery depletion (pbd). The battery life currently remaining is 9 months, however last february it was 3.5 years. It was noted that the device's power consumption had increased due to a gradual rise in right ventricular (rv) pace impedance measurements greater than 2000 ohms and an increase in rv pace amplitude. This device remains in service. No adverse patient effects were reported.